Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose was 372 mg/dl. The customer was experiencing the symptoms of frequent urination, thirsty, headache and nausea. Customer was admitted to the hospital and was treated with IV insulin drip, saline, nausea and headache meds potassium. The customer had a upper respiratory infection and diabetic ketoacidosis. The customer was in the hospital for two days. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer stated that she had changed her set before calling and it's working great with her blood glucose in range. Customer was advised that we would send infusion sets replacement.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.